Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that urine pooled at the top of the leg bag.

Event description:
It was reported that urine pooled at the top of the leg bag.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿. A potential root cause for this failure could be "static". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the leg bag ifus are found to be adequate based on past reviews.